Event description:
Medtronic received information that fluoroscopy revealed there was a single strut fracture in the anterior proximal aspect of the numed cp covered stent (unknown model/serial number). No additional details were provided. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).